Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02352. It was reported that the patient experienced increased pain, numbness, and weakness in the right leg following a trial procedure on (B)(6) 2020. As a result, surgical intervention was undertaken (B)(6) 2020 wherein the trial leads were removed.